Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set cannula did not go under the skin when it was inserted. Blood glucose (bg) was 487 mg/dl. Customer was hospitalized for diabetic ketoacidosis (dka). Type of infusion set used was not provided. Upon follow up, customer was discharged on (B)(6) 2018. Contact reported that the cannula was bent. No additional information was provided.